Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil was broken and half of the coil protruding from catheter's tip. A 4mm x 4mm vortx¿ - 18 injectable coil was selected for use. During procedure, it was noted that the coil was stuck inside a non bsc microcatheter during deployment. Flushing was performed but the coil would not deploy. The whole system was removed and it was observed that the coil was broken. Furthermore, it was noticed that half of the coil was protruding out from the catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A coil, guidewire and a catheter were returned. The catheter returns with the guidewire inside. The coil was found outside the catheter and was found complete. The coil was inspected and it was found kinked near the apex zap tip. Microscopic inspection revealed that the apex zap tip shape and surface and the base zap tip shape and surface were smooth. The dimensions of the coil that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the coil was broken and half of the coil protruding from catheter's tip. A 4mm x 4mm vortx¿ - 18 injectable coil was selected for use. During procedure, it was noted that the coil was stuck inside a non bsc microcatheter during deployment. Flushing was performed but the coil would not deploy. The whole system was removed and it was observed that the coil was broken. Furthermore, it was noticed that half of the coil was protruding out from the catheter. No patient complications were reported and the patient's status was fine.